Event description:
Pt reported going on the side of a theft detector and felt an electric shock from the bottom of the feet to the waist. Simulator was on and pt was in a wheel chair. Pt saw a MFR representative after the event and stated that the leads could have moved. Pt also reported having a grand mal seizure. No report of device and explantation.